Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports during the guide wire removal process, the front j curve part (spring part) of the guide wire was loosened and snapped. From the x-ray, this remaining part was found in the vein and it was surgically removed. The catheter had been in use for approximately 5 minutes but the guide wire was in the patients body for a day. The guide wire piece was removed in the angio room, this was the only information provided. On (B)(6) 2015 at 09:03 the catheter was inserted through the right subclavian. On (B)(6) 2015 at 29 09:08, the catheter was removed because abnormality was suspected. On (B)(6) , 2015 in the am, they found a foreign body (cxr) and the remaining guide wire was removed in the angio room. There was no patient injury. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. The actual device involved in the reported event was not returned for evaluation; however, a photograph was provided. Through visual inspection of the photograph (x-ray) it revealed one chunk (portion) of guide wire remaining in the patient. Based on this, the reported issue was confirmed. According to the supplier¿s response the specimen in the x-ray image presents indications of tensile overload by an undetermined mechanism. The potential root causes identified are non-conforming material received from the supplier, inappropriate manipulation by the user, guide-wire submitted to tensile overload and improper setup. As the sample was not returned for evaluation, the supplier was unable to determine the exact cause of this issue. At this point, we are unable to determine which mechanism was used that may have caused the guide-wire to break. There is no evidence to link this failure with manufacturing activities. The guide-wire is inserted into the tunnel during use and its flexible characteristic is part of the component design. No further actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.